Event description:
Drug eruption, dermatitis, generalized urticaria case description: spontaneous report rec'd on (B)(6) 2010, from a physician / allergist regarding a (B)(6) female pt, initials (B)(6), with a relevant medical history of gonarthritis. The pt had no history of allergy. The pt was receiving synvisc treatment concomitantly with dental care including antibiotic therapy (amoxicillin) and implant placement. The pt rec'd the first synvisc injection on (B)(6) 2010, which was also the 8th day of antibiotic treatment. Following the first synvisc injection, the pt experienced dermatitis. Corrective treatment for the event included: polaramine and aerius (antihistamines). Within the following week, the pt rec'd dental care again. The pt rec'd the second synvisc injection on (B)(6) 2010. Following the second synvisc injection, the pt experienced generalized urticaria despite ongoing aerius treatment. The pt saw a dermatologist who added oral corticosteroids (solupred) as corrective treatment. Following treatment with solupred, the pt recovered from the events on an unk date. The third synvisc injection was not administered. The allergist performed prick tests for latex and amoxicillin, which were both negative. The allergist then performed prick tests for synvisc and avian proteins, the results of which were pending. The allergist concluded that the diagnosis for the events was that of "drug eruption" of which dermatitis and urticaria were symptoms. No further info was provided. As of the date of receipt of this report, the pt outcome was recovered on an unk date in 2010. The qa (quality assurance) investigation results were rec'd on (B)(4) 2010. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This has not indicated trends that could be associated with any product complaint. Genyzme will continue to monitor complaints. MFR's comment: benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.